Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic thoracoscopy, there was difficulty loading the device and the handle of the device was not able to be squeezed. The stapler locked on tissue. To correct this issue, the case was converted to an open procedure. No further injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.